Event description:
It was reported that the helix portion of a lead would not advance after insertion during an attempted implant. The lead was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary :(B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, a breached cut on the outer insulation, blood in/on the helix mechanism, and the lead was damaged at implant.